Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that noise leading to oversensing was observed on the device. It was suspected that the noise was caused by external interference. The patient was stable and will continue to be monitored. There were no adverse consequences.